Event description:
The customer reported that the alarm has power, but the alarm tone is intermittent when pressure is on the pad and off the pad. They tested it with new batteries. They were unable to test it with another sensor pad. There was no pt injury reported.

Manufacturer narrative:
(B) (4). The product has been requested to be returned, but has not been received. (B) (4).